Event description:
It was reported to philips that the device therapy delivery test failed during operational testing and the shock was not delivered. There was no reported patient or user involvement and no adverse patient/user impact.